Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the separation between the drain line and the cassette port. The reported condition was verified. The cause of the condition was due to a manufacturing related issue that occurred during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a line of a homechoice cassette came loose (detached) from the cassette. This occurred while trying to load the cassette for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.